Event description:
Note: this MFR. Report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-2553 for a description of the other device. It was reported to boston scientific corporation in late 2007 that an autotome sphincterotome was used during a biliary prosthesis implant procedure six days prior. (Patient age and weight unknown). According to the complaint, the physician couldn't remove the sphincterotome while leaving the guidewire in place even with the guidewire locked in the rx locking device. The physician tried a second time with another autotome sphincterotome and the same event happened. The physician decided to choose a treatment alternative as a surgeon was available to perform an intervention consisting of a biliary bypass. To date, the patient was fine.

Manufacturer narrative:
Surgical procedure. Other (difficulty withdrawing tome from guidewire). The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.device disposed and not returned.